Manufacturer narrative:
No missing segments/partial display noted during testing. Unit passed displacement test and self test. No hardware low level failures noted during testing, however, hardware low level failures was present in the pump trace download due to broken trace at u1 pin 6 /sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm during self test. Troubleshooting was performed. Customer was able to clear the alarm and able to rewind the insulin pump. Customer stated that the fill cannula was recorded in daily history. Customer stated that the alarm reoccurred while another self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.